Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020, a certas plus programmable valve was implanted in a (B)(6) old male patient. After valve implantation, the patient had symptoms of hydrocephalus: bulging fontanelle, vomiting, drowsiness. On (B)(6) 2020, a revision surgery was carried out. A skin incision was made in the right parietal region. A ventricular catheter (which is part of the codman bactiseal ventricular catheter and distal catheter kit) and valve of the codman shunt system with antisiphon device were found there. The peritoneal catheter (which is part of the codman bactiseal ventricular catheter and distal catheter kit ) is disconnected from the valve. The peritoneal catheter is functioning properly. The valve has a white hue. The cerebrospinal fluid comes in rare drops from the odman valve. The ventricular catheter is fully functional during the revision of the liquor-assisting system, the saline passively passed through the catheter. These valve malfunctions indicate dysfunction of the shunt system valve. The certas plus programmable valve has been replaced by a medtronic delta valve. Ventricular and peritoneal catheters are connected to the new valve, csf is going well. Control of hemostasis, layered sutures on wounds, and an anesthetic dressing was carried out. The operation was carried out in full without technical difficulties and intraoperative complications.

Manufacturer narrative:
UDI : (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; the needle guard was raised. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion was noted.